Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The f-38 alarm was identified during functional testing and an alarm history review. The cause of the condition was determined to be out of specification force sensing resistors. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation as part preventive maintenance by a service technician a flo-gard infusion pump presented the f-38 alarm. There was no patient involvement. No additional information is available.